Event description:
The user facility reported that a blood leak occurred at the connection between the extra-corporeal circuit tubing and the centrifugal pump head outlet port. The perfusionist stated that the leak began as they were nearing the completion of a cardio-pulmonary bypass procedure when the pressure in the circuit was approximately 315 to 325 mmhg. No action was taken to seal the connection because the patient was ready to be taken off of bypass. The user facility reported that there were no patient complications and no additional medical treatment associated with the reported event. The estimated blood loss was less than 100cc. The same tubing circuit and centrifugal pump were used for modified ultra filtration after bypass without any leakage occurring (at a pressure of 100 to 120 mmhg).